Manufacturer narrative:
(B)(4). A visual examination of the returned complaint device was performed through high magnification, and it was found that the balloon had a pinhole located at the proximal end of the balloon material, thereby confirming the reported event of balloon had hole. Dry contrast was also noticed inside the balloon. Functional analysis could not be performed as the balloon lumen was blocked, and it was not possible to unclog it. This failure is likely due to factors or conditions related to the procedure during the use of the device, such as the manner in which the device was handled and manipulated, the technique used by the physician, the interaction between the scope and the balloon, and normal procedural difficulties that could have possible affected its performance and its intended purpose. Therefore, the most probable root cause is adverse event related to procedure. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications. A labeling review was performed and from the information available, this device was used per the instructions for use (IFU)/product label.

Event description:
It was reported to boston scientific corporation that a hurricane rx dilatation balloon was used in the bile ducts during a procedure performed on (B)(6) 2020. According to the complainant, during the procedure, it was noted that the balloon was punctured and would not inflate. No patient complications have been reported as a result of this event. Boston scientific has been unable to obtain additional information regarding the event to date, despite good faith efforts. Investigation results revealed that the balloon had a pinhole; therefore, this is now an MDR reportable event.